Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00196.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the carbon dioxide (co2) and potassium (k+) values were drifting on the blood parameter monitor (bpm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: accuracy issues were experienced with this single monitor on two separate cases by two different perfusionists (ccps). Case 2 the arterial pco2 and potassium (k+) did not meet their accuracy expectations. The shunt sensors were gas calibrated (calibrator 540) per their normal practice. The accuracy issues (pco2 and k+) were seen in the early minutes of cpb. According to the ccp, in-vivo calibrations were done during the procedure and the inaccuracies occurred after the first in-vivo or later in the case. The gem 4000 was the analyzer used for comparison and is their standard analyzer used in their cardiac procedures. If the bpm unit pco2 was higher than usual, the gem 4000 was lower and if the bpm pco2 was lower than usual, the gem 4000 was higher. The bpm unit was changed out with another bpm unit to complete the case. The only mitigation was change out of the monitor. According to ccp, no interfering drugs were used and there were no known abnormal disease states or blood conditions. No error codes or physical monitor issues were observed and no shunt sensor problems were seen. The case was completed successfully, without delay and without associated blood loss. No harm was observed.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue since the pst could not duplicate customer¿s clinical setting. The monitor was sent to central engineering for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.